Event description:
The pt was implanted with a left ventricular device (lvad). It was reported by the vad coordinator that the pt was in septic shock. The echo did show forward flow. The pt was intubated and seizing. The pt was emergently taken to the operating room to have the lvad explanted and replaced with a bivad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. The information in this report was received by the manufacturer on e day after the original event previously submitted report # 2916596-2012-00240.